Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No excessive no delivery alarms noted.

Event description:
The customer reported high blood glucose levels due to no delivery of insulin by their insulin pump. The customer stated that the insulin pump was under-delivering insulin. The blood glucose reading was 258 mg/dl. The customer was treated with manual injections. The customer was experiencing thirst, hunger and vomiting. The insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.